Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s parent, on approximately (B)(6) 2025, the patient was vomiting while the cgm was displaying low and the bg was 610 mg/dl. The patient¿s mother took the patient to the hospital. Their bg was checked and was 548 mg/dl while the cgm was 113 mg/dl and the patient was diagnosed with diabetic ketoacidosis. The patient was treated with an intravenous drip of insulin and was discharged from the hospital 2 days later. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.